Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral left sfa interventional procedure using a 6f sheath. Reportedly, a suture break occurred while tightening the suture over the guidewire. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely, the break occurred due to the suture tension or suture/ nick damage during knot advancement. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigation's have been established for possible causes. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.